Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit unexpectedly shut down during patient use. The nurse stated the pump¿s screen went black, and the pump did not pump for approximately 30-45 seconds. There was a lower, high-pitched sound that occurred while the screen was black. The nurse powered down the pump and then restarted it. The pump was working appropriately after the restart. There were no other alarms or issues prior to the black screen and stopping of the pump. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and reviewing logs indicated connection timeout base uni head sup (error code 78). Event happen on 12-16-2024 at 1:36:43 which caused unit to shut down, unit did power back on and continued use until replaced with another unit. Error codes 78 and 112 reflected a disconnect within the coiled cable. Replaced coiled cable tested and unit functioned as intended. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.